Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A pusher wire, introducer sheath and coil were returned for this complaint. The coil and pusher wire arms were interlocked within introducer sheath. The pusher wire was inspected, and no issues was noted. The coil was inspected, and no damages were found. No more damages were found in the returned device. The pusher wire was advanced through the introducer sheath, but it was not possible to continue advancing it because the coil was stuck, it was necessary to cut the introducer sheath in order to release the main coil. Microscopic inspection of the pusher wire was performed and observed that the proximal end has a smooth surface. The interlocking arm was inspected, and no anomalies were noted. Microscopic inspection of the main coil was performed and observed that the zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies were noted. Dimensional inspection of the pusher wire and main coil that could be measured were performed and were within specifications.

Event description:
It was reported that the coil protruded from the catheter tip upon removal. A 2mm x 4cm interlock was selected for use in a vascular embolization procedure to treat duodenal bleeding. The anatomy was severely tortuous. During the procedure, it was noted that the coil became stuck in the distal part of the catheter and protruded from the catheter tip. The coil was removed together with the catheter. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that the coil protruded from the catheter tip upon removal. A 2mm x 4cm interlock was selected for use in a vascular embolization procedure to treat duodenal bleeding. The anatomy was severely tortuous. During the procedure, it was noted that the coil became stuck in the distal part of the catheter and protruded from the catheter tip. The coil was removed together with the catheter. The procedure was completed with a different device. No patient complications were reported.